Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report loss of consciousness, resulting in bodily injury that occurred on (B)(6) 2016. Patient reported that he was driving when he passed out. Patient reported that he hit a tree at 60 mph and totaled his car. Patient reported that he was transported to the hospital by helicopter. Patient was admitted into the trauma center for 3-4 days. Patient reported that his dexcom continuous glucose monitor (cgm) receiver was working at the time of the accident. The patient and medical team were unsure if the patient passed out due to low blood sugar. Patient was not treated for low blood sugar. Patient reported that he sustained injuries and was in placed in a full body cast, with a broken sternum, and broken chest bones. At the time of contact, patient reported current condition as being bed ridden in a rehabilitation center. No additional event or patient information is available. There was no alleged device malfunction. The complaint states that the patient experienced loss of consciousness, resulting in bodily injury. It should be noted that diabetes mellitus is a known cause of loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
The receiver being used at the time of event of returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and no errors were observed. There was no alleged malfunction to the device.